Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported problem and replaced the master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis. The complaint regarding repeated faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The mtml unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the system was in an unacceptable state after the start of the procedure due to non-recoverable errors. The mtml required replacement to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) called offsite, to report on behalf of operation room (or) team that they are currently facing a non-recoverable fault on arm 1. Live logs were showing repeated recoverable fault 23013 pointing to left master tool manipulator (mtml), axis 5. The technical support engineer (tse) recommended to exercise the gimbal axis, in order to try to get rid of the error at least for the rest of the current surgery. The tse explained to csr how to exercise the mtm gimbal axis. The system was dual console, so the surgery could proceed in worst case scenario with only one console. The surgeon was continuing the procedure and there was no reported injury. The customer called later during the surgery that was almost finished, to report that they got a recoverable fault 23013. They were continuing with the procedure after recovering the fault, but they wondered if the error would reoccur. The customer stated this happened today 3 times during the surgery. The tse reviewed error logs and found several errors 23013 pointing to mtml axis 5. The customer wanted to monitor the system and call back if issue returns. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The customer pressed the recover error button during the procedure to continue the procedure. Service was performed a couple of days later. The procedure was completed robotically with the same surgeon side console (ssc).

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure of error 23013 was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.